Manufacturer narrative:
The clinic provided a detailed description of the timeline of the event, from the very fist consultation with the patient up until the last follow-up. Here below what reported. (B)(6) 2025: the patient went in for consultation as she is getting married and starting a new life. The wedding is in the next few weeks so the clinic encouraged her just to get a signature facial and derma plane. However, the patient said she's very busy with her wedding plans. They did discuss best options for what she is dealing with would be trl. However, she's concerned about downtime. We also did discuss maybe just doing trl (tunable resurfacing treatment) around the mouth and possible pro fractional everywhere else. The clinic gave client pricing on the moderate pro fractional, however, told her that the clinic would like her to meet with dr. (B)(6) as she would be a better one to tell her exactly what is needed. The patient will be returning in (B)(6) 2026 to have consult with dr. (B)(6) (B)(6) 2025: consult with the patient has been done with (B)(6) today. The patient has deep wrinkles. Recommended tunable resurfacing laser treatment but she did not want downtime. Recently married, 72 years old. She wanted to focus on travel. We talked about co2 considering the downtime which would fit her criteria understanding it won't yield perioral lines softening. She understands and would like to do co2 now and focus on trl later time - dr. (B)(6). (B)(6) 2026: client went in for pre-op consultation. Went over what to expect and talked about how to apply pre and post treatment products. Took pictures on visia skin analysis overview - dr. (B)(6). (B)(6) 2026: originally dr (B)(6) patient. (B)(6) numbed patient with topical numbing for 40 min. Two drops lidocaine eyedrops applied in each eye. Small metal eye shield placed. No issues when placing or removing them. Face only: dp 22w, 2200 dwell, 400 spacing, 1 pass with no overlap - stack 1. Neck only: dp 14w, 400 dwell, 500 spacing, 1 pass no overlap - stack 1. Coolpeel face and neck hp, 1 pass 5/500. Patient held simmer during treatment. Patient tolerated the treatment better than anticipated since she was very nervous to have this done at first. No issues or concerns during treatment. (B)(6) 2026: called patient for a follow up thursday morning. Patient said she was a little crusty and still swollen, which is normal with a co2. She said her right side was more swollen and she also stated she felt stingy when she applied products. Follow up as planned and told her to reach out if there are any further concerns such as fever, pus or increased pain. (B)(6) 2026: patient called concerning of a 99°f (37,2°c) low grade fever and right-side jaw swelling. The patient sent in pictures and the right side does appear a bit more swollen for 5 days post co2 but it is also hard to tell from pictures. Dr. (B)(6) has been made aware. This registered nurse, (B)(6), called her at 4:05 pm monday. (B)(6) stated she didn't know if she was going to come in for her follow up tomorrow and (B)(6) reiterated that the patient absolutely needed to come in so we could assess her. The patient said her right jaw and ear are swollen and she is in a lot of pain. She denied any puss or no open wounds but just felt scabby and swollen. She stated she usually runs about 97.5°f (36.3°c) and she is running low grade 99°f (37.2°c) fever. Melissa kiley recommended she take tylenol (paracetamol) around the clock and use some cold compresses in the meantime until her follow up. The patient also stated she did not wash her face last night. (B)(6) repeated several times she needs to be washing her face morning and night, thoroughly. (B)(6) asked her if today was the worst or getting better and she said, face wise, she felt better but just has more jaw and ear swelling on her right side. Expect her to be at her follow up first thing at 9 am, (B)(6) will have (B)(6) or (B)(6) assess to see if further treatment is needed. (B)(6) 2026: informed by front desk that the patient had sent in photos status/post co2 post procedure day 6. Pictures, medical history and procedure history reviewed. Spoke with patient, pleasant, did not report any fever, states right sided facial tenderness and swelling. Started her on keflex 500 mg by mouth, twice a day, with instructions to see her at 9 am (B)(6) 2026. Medication called into (B)(6) at 4:38 pm, (B)(6) 2026. (B)(6) aprn-cnp (advanced practice registered nurse - certified nurse practitioner). (B)(6) 2026 (by (B)(6)): patient came in for follow up with daughter at 9 am. Daughter brought (B)(6) to (B)(6) emergency department around 2 am because the patient was in pain on her right side, couldn't open her mouth, and right leg was swollen and in pain. Per patient's daughter, (B)(6) emergency department gave her morphine, did an ultrasound of right leg, did blood work and all came back good so they sent her home. Her presentation today was a drastic change from pictures from when she sent them the night before ((B)(6) 2026 at 4 pm). Patient presented with an extremely right swollen face, weeping skin, yellow crusting and weeping (like she didn't wash her face properly), complaints of pain in right side of jaw and right side of leg. Right leg was swollen also. (B)(6) and (B)(6) in the room with (B)(6) while she did a cleanse. Patient reported that she was starting to have more pain saturday (B)(6) 2026 night and progressively getting worse. Patient also reported she's having scalp pain but stated that started weeks previously. (B)(6) recommended she go to ER to get IV antibiotics asap. While waiting for ems, 2 baby aspirin given. Called an ambulance to (B)(6) in order to get her there safe. Will reach out to daughter later today to check in along with getting another follow up appointment. (B)(6) 2026 (by (B)(6) aprn-cnp): patient presents for co2 follow up. Daughter present, as well as (B)(6) and (B)(6) rn. Upon examination has significantly more facial edema, greater on right than left, compared to her photos from the evening of (B)(6) 2026. She reports pain at the right leg and right side of her face. Slightly labored breathing. She's slightly drowsy, but able to speak and answer questions appropriately. Daughter reports patient went to (B)(6) emergency department around 2am tuesday morning for right sided facial pain and right leg pain. Reports an ultrasound was performed on her right leg because it was swollen and painful, they gave her a steroid injection and IV pain medication and sent her home. During my assessment patient appears to be having a little bit more labored, breathing, more difficulty answering questions. It appeared that the edema at the right side of her face was increasing. Skin at right face appeared to change from pink to purple. I recommended the patient go directly to ed. Ems called at 9.33am. While waiting for ems, I gave the patient to 81 mg tablets of aspirin. Ems recommended she return (B)(6) emergency department for continuity of care. Medical director notified. It is reported by clinic that the patient has been transported to (B)(6) emergency department and then to "facility in (B)(6)". The patient's death is declared in date (B)(6) 2026. The clinic shared the informed consent signed by the patient. The actual medical device involved in the event has been evaluated, in date (B)(6) 2026 by cartessa authorized technician and found to be working properly within manufacturer's specifications. All the available data has been analyzed by manufacturer's clinical department manager and dr. (B)(6) who concluded, unanimously, the following: the treatment parameters have been found to be aggressive (especially about energy and spacing) and the antibiotic coverage was not initiated until the 7th day post-treatment. Moreover, the antibiotics have been prescribed orally which increases the pharmacokinetics time. They noted that the swelling can occur post co2 treatment and managed with the administration of cortisone. Anyway, the clinical situation of the patient clearly shows impetigo (skin infection) featuring the pathognomonic findings of honey-colored crusts and vesicles/bullae, most likely due to staphylococcal or streptococcal infection. A sepsis (systemic infection) can be prevented/cured with intravenous antibiotics and with the performance of an antibiogram to identify the responsible microorganism. In this clinical presentation the use of cortisone can, instead, cause immune-depression and worsen the situation. In the operator's manual of the device code om118c1-d1_g.v05 (actual revision shipped with the device) it is clearly reported, at chapter 11.2 "adverse effect" that bacterial and viral infections are potential side effects if proper clinical precautions are not observed. Moreover, in the clinical manual code (code 055-0137-20-021 rev 1.0) it is clearly advised the use of anti-viral and antibiotics pre and post treatment. The risk management file of the device smartxide tetra/punto (m118xx family) has been reviewed, for the risk related to injury/death of patient due to user error and found still adequate for both the severity and frequency post-mitigation. Based on all the information gathered and the investigation carried out it is possible to conclude that the event has been caused by a user error of the clinic's physician who has not performed the proper post-treatment care on the patient mainly about the evaluation of the skin infection and prescription of the related antibiotic therapy, besides having used very aggressive treatment's parameters. The actual device involved in the even has been evaluated and found correctly working within specifications. No design deficiency has been evaluated to be contributory of the event. Based on all the above conclusion it is evaluated that no corrective action is needed. No design issue has been found to be contributory to the event. The investigation has been carried out on the available information shared by the clinic through our us importer. Information has been asked to the hospital to which the patient has been transferred (through the us importer and clinic) but they refused to share any. The present report, in the eventuality of disclosure of new information, will be updated accordingly. The present MDR report has to be considered as final unless FDA has more question about it.

Event description:
In date (B)(6) 2026 our us imported sent a communication in which they reported of an adverse event in which the patient died a week after a skin resurfacing treatment with the medical device smartxide tetra. The actual device involved in the event is a smartxide tetra, manufactured by el.en. Electronic engineering spa, marketed in the USA with 510(k) k180193. In the communication received by the us importer, it is reported the following: (B)(6) placed in (B)(6) USA, contacted cartessa (us importer) sharing information about a patient who died in date (B)(6) 2026 after being treated on face and neck with the device smartxide tetra one week prior. The information shared by the clinic was very detailed with chronology of the follow-ups performed on the patient as well as photographic documentation of the patient throughout this period. The parameters used for the treatment are the following: face only: dp 22w, 2200 dwell, 400 spacing, 1 pass with no overlap - stack 1. Neck only: dp 14w, 400 dwell, 500 spacing, 1 pass no overlap - stack 1. Coolpeel face and neck hp, 1 pass 5/500. It is reported that the patient tolerated the treatment well without any issue or concerns during treatment. Between the date of treatment, (B)(6) 2026, and the last follow-up performed on the patient in date (B)(6) 2026 her state of health deteriorated visibly. At the last follow-up the clinic physician called the ems for the patient because she was very swollen and had trouble breathing. The following day, (B)(6) the patient passed away at the hospital due to streptococcus sepsis. We evaluated the event as reportable in accordance with us 21 cfr part 803 due to the fact that the patient died.